Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of a low speed hazard alarm. The log file contained approximately 29 days of data, spanning from (B)(6) 2019 17:53 to (B)(6) 2019 15:39, per the timestamp. A low speed hazard was observed on (B)(6) 2019 at 17:5350, associated with the pump speed decreasing to 120 rpm. This event was immediately preceded by a motor stop command being received on the system monitor, and the pump ramped up to the fixed speed without issue in the following event. The pump remained above the low speed limit for the remainder of the log file. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU¿s ¿system monitor¿ section explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas IFU is currently available. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Heartmate ii lvas patient handbook is also currently available. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had constant unexplained no external power alarms. The log file captured a pump stop on (B)(6) 2019 due to the pump stop button being activated at the system. The no external power event was captured on (B)(6) 2019 while the patient was switching power sources. All of the remaining no external power events were on (B)(6) 2019 and appeared to be caused by the mpu being briefly interrupted. It could not be discerned whether the ac wall outlet or house power was disrupted.